Event description:
Pt had received an infusion of an unreported medication. At the end of the infusion, the tubing was clamped and the empty syringe was replaced with a new syringe. The syringe was loaded into the pump. When the slide clamp was released, the pt's blood backed up 0.1 to 0.4 ml into the tubing. The pt was not injured.